Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (500 mg/dl) and a bolus was administered via insulin injections to address the bg level. The customer thought that the pump was not working; however, no specific details were provided. The customer could not recall any specific alarms/alerts. Due to the ongoing high bg, the customer underwent surgery for diabetic retinopathy. Although requested, additional information regarding the pump or surgery was not provided.